Event description:
It was reported that patient experienced incorrect insulin gauge readings. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding any corrective actions or resolution of the event.